Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that an impella cp was placed for higher-risk percutaneous coronary intervention (pci). The impella cp companion sheath was used for the pci and severe bleeding was noted after the companion sheath was placed. It appeared like a posterior score mark started opening when the companion sheath hubbed. The companion sheath was withdrawn a few centimeters and the issue was resolved. It looked as if multiple items in the peel away took up too much space and caused the score line to open. Pci was completed and the impella cp was weaned and explanted successfully. The procedural outcome was the patient survived the surgery.